Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 10010903 and lot#: 24059428 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris smartsite gravity blood set had flow issues. The following information was received by the initial reporter with the following: it was reported by customer that the product is inconsistent, often slow and inadequate flow rate.